Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Reportedly, the procedure was completed with a non-significant delay and an available backup device (without patient injury). Therefore, no further medical assessment can be rendered. A visual inspection of the returned device found the linkage to the upper jaw is broken. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscal root repair, the novostitch upper jaw was broken, it cannot be manipulated. The tip broke inside the patient, all the pieces were removed but the broken part was still connected, no loose part was fell off. Non significant delay was reported, a backup device was available. No patient injury or other complications were reported.